Event description:
The customer reported that the insulin pump had a no delivery alarm while he was receiving assistance with programming it. Blood glucose level at the time of the incident was not provided. The call was disconnected before the customer provided any additional information.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.